Event description:
It was reported that the cord on the neptune rover was smoking and had melted. There was no patient or user injury as a result of this event.

Manufacturer narrative:
The manufacturer service technician replaced the power cord and returned the unit service.

Event description:
It was reported that the cord on the neptune rover was smoking and had melted. There was no patient or user injury as a result of this event.

Manufacturer narrative:
Product details and customer contact information were provided.